Event description:
Per the clinic, the patient suffered head trauma on (B)(6) 2026, resulting in the electrode lead migrating out of the cochlea. Subsequently, the patient underwent repositioning surgery on (B)(6) 2026 to place the electrode lead fully back into the cochlea.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia to undergo repositioning surgery on (B)(6) 2026.